Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient complained of shortness of breath and swelling at the pocket site. The patient was diagnosed with a hematoma on the left chest wall caused by medication on the following day. The cardiac resynchronization therapy defibrillator (crt-d) was implanted at the time. The patient prescription was changed to solve the issue. There were no additional adverse effects reported.